Manufacturer narrative:
(B)(4). It was reported that the patient had disconnected a supply bag and reconnected it to a different line during use. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly connecting the disposable set. It provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that during a patient request for assistance to disconnect from their homechoice device, the patient had disconnected a supply bag and reconnected it to the heater line. The patient was connected to the homechoice at the time of the reported event. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.